Event description:
It was reported that the right ventricular lead had low impedance, noise and possible insulation damage. It was also reported that the right atrial lead showed noise. Both leads were removed and replaced. It was noted that during the explant procedure for the right ventricular lead, the physician was unable to get a stylet past the point where the lead crossed the subclavian. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay melted, the outer insulation was breached cut, there was a white substance found on the exposed defibrillator coil, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. Evaluation summary for (B)(4): the distal portion of the lead was returned, analyzed and the proximal conductor fractured. It was noted that the outer insulation was kinked/buckled, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.